Event description:
Beaver blade broke off during knee surgery. X-ray revealed blade was in the patient's knee joint. Surgeon made posterior knee incision to remove broken piece of blade.

Manufacturer narrative:
Spoke to the attending physician, dr (B) (6) on tuesday, (B) (6) 2008. He stated the following: he indicated that a piece 3-4mm from the tip broke off the blade. He uses the blade on a regular basis. He indicated that he was cutting through soft tissue to remove cartilage bone fragment when the tip broke off. Review of our complaint records revealed that this has been the first incident reported of a 376400 mini-blade breaking off during a procedure. Since the beginning of 2005, bd has sold over 2 million 376400 mini-blades. In-house evaluation of the returned blade revealed the following: there was a significant bend in the shaft of the blade which most likely occurred prior to blade breakage. The broken pieces were visually examined under a microscope for the presence of defects. None were found. The hardness was measured to determine whether the blades had been properly heat treated. Three readings were taken using the usual (B) (6) 30n scale. The results 77.0, 77.2, 76.5 indicated that the blade was clearly within specifications (75-80 r30n). Thirty blades were tested in-house using the instron tensile testing machine with an average load to break these blades at the termination of the grind of 24 lbs and standard deviation of 2.2 lbs. Additional testing on bending loads resulted in an average of 9 lbs being applied to the blade with no breaks occurring. There appears to be some misuse based on the above data, and this appears to be an isolated incident. No further action is planned by bd.